Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication gastrointestinal/pelvic floor. The healthcare provider said the patient and husband were asking that a representative come by to 'recalibrate' the system. Healthcare provider was notified by husband that the patient programmer batteries died on this previous saturday and after they replaced the batteries 'something' wasn't working. It was unclear to the caller what exactly wasn't working and the patient was not available for troubleshooting. Event date: (B)(6) 2016. Additional information received from healthcare provider reported the actions/intervention taken to resolved the patient¿s issue they experienced after replacing programmer batteries was the patient was contacted by the manufacturer representative.

Event description:
Additional information received from the manufacturing representative reported the patient was instructed on how to turn her stimulator on and off as her physician wanted to turn the device off; it was noted the patient was in the hospital a few weeks prior for a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.